Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. There was an optical sensor failure at the start of priming. The aic was swapped in an attempt to troubleshoot the issue, but the failure remained. The pump was subsequently explanted and the impella cp was replaced. No further information is available.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The data log shows a placement signal not reliable alarm. The optical sensor system error was reproduced on the console when the returned pump was plugged into an aic in the lab. No abnormalities were observed during the light test and the sensor was not broken. An abnormality was observed on the patient cable plug, specifically a piece of the plug was missing. The root cause of the optical signal issue was use related and related to damage to the patient cable plug causing an air gap condition in which the plug could not be fully seated in the receptacle. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D8/d9 device returned to manufacturer updated h3 device evaluated by manufacturer updated. Corrections that were made from the initial manufacturer device report number 1220648-2024-18992 g1 reporting contact email and g1 manufacturing site name and address updated.